Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During in-clinic follow-up, a loss of pacing was observed. The device was explanted. The patient was stable with no adverse consequences. Further information was requested but not received.

Manufacturer narrative:
As-received the device operating at normal mode. The results of electrical, stress/environmental tests performed indicate the pacer is exhibiting normal device characteristics. Longevity assessment was performed based on field settings and device was in the normal range of operation with appropriate remaining longevity. Device image was successfully saved.

Event description:
Further information was received indicating there was no alleged malfunction on the pacemaker. The event was related to the non-abbott ventricular lead. Technical support reviewed the session records and indicated no loss of pacing or oversensing was observed. The pacemaker was replaced during the non-abbott lead replacement to avoid an additional surgery in the future since it was near elective replacement indicator (eri). The patient was stable.